Manufacturer narrative:
Complaint conclusion: as reported, a 6f-7f mynxgrip vascular closure device (vcd) balloon popped up. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. The product was not returned for analysis. The product history record (phr) review of lot f1821201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the loss of pressure reported could not be determined. Based on the limited information available for review, access site vessel characteristics (although not provided) and/or the condition of the sheath may have contributed to the reported event since a calcified vessel or a jagged/frayed sheath tip can cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative action will be taken at this time.

Event description:
As reported, a 6f-7f mynxgrip vascular closure device (vcd) balloon popped up. There was no reported patient injury.

Manufacturer narrative:
Complaint conclusion: as reported, a 6f-7f mynxgrip vascular closure device (vcd) balloon popped up. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The sealant was located inside the shuttle cartridge tubing. Leak testing was performed on the balloon of the returned device and found no leak in the balloon. The balloon was inflated with water and pressure was maintained with proper functioning of the inflation indicator per mynxgrip instructions for use (IFU). The inflated balloon diameter was verified and noted to be within specification. A product history record (phr) review of lot f1821201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed through analysis of the returned device since no leak was noted. The exact cause of the reported failure experienced by the customer could not be conclusively determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue experienced since no issues were found with the balloon during analysis. However, handling factors of the device are possible. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.